Event description:
Olympus was informed that during the middle of a rigid cystourethroscopy, cystoscopy, bladder biopsy, and fulguration procedure, it was stated that the monopolar cord "exploded" and split into two pieces, when the urologist pushed the coagulation pedal. The anesthesiologist and surgeon saw a light flash before the cord split. In addition, the intended procedure was completed with another device. The pt was discharged home and there was no pt injury reported.

Manufacturer narrative:
The hf cable referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experienced could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.